Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) duplicated the reported issue. The pst adjusted occlusion past optimal occlusion and observed underspeed then beltslip error messages on roller pump display. No mechanical or electronic anomalies were observed. The roller pump has software version 1.40. The pst tested pump for belt slip error condition with pump jam test fixture and observed the roller pump to generate expected results. The pst inspected pump race, occlusion rollers and guide rollers and observed no signs of wear, damage or failure. The roller pump was sent to service for further evaluation.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded during troubleshooting in the biomed shop, the user facility¿s biomedical engineer (biomed) tried to do the overspeed test and received a belt slip instead.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump was jerky and the a "belt slip" error message was displayed. As a result, an alternate device was employed. The pump was removed prior to any patient use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Data log analysis also confirmed the belt slip error. During the service repair, the service repair technician (srt) performed functional test and observed the pump to operate as intended. The srt noted the bearing was leaking grease but none was found on the drive belt and the belt slip error was not observed. The srt replaced the bearing, belt and small pulley as a precaution. The srt performed preventive maintenance inspection and verification/release test. The roller pump operated within the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.